Event description:
It was reported that the patient's atrial lead warning triggered due to unipolar impedance higher than bipolar. The patient occasionally experienced pocket stimulation. The lead remains in use. No patient complications have been reported as a result of this event. It was later reported that the atrial lead had another lead warning and according to the trend data had varying impedance. The ventricular lead also showed an increase in threshold capture. Both leads remain in use, but are being monitored.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.